Event description:
It was reported that an unspecified alarm occurred when starting up. Per reporter, the fault occurred while checking, before use with the patient. There was no patient involvement. Device evaluation revealed a defective downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the log, it confirmed that there was a record of repeated power on/off on, presumably caused by a beep sound as an alarm before the no-disposable-alarm is finalized on october 10, 2024. Functional testing confirmed the reported issue was due to a defective downstream occlusion (dso) sensor. The dso sensor was replaced.